Manufacturer narrative:
The probnp reagent lot number was 73042000. The folate reagent lot number was 752739000. The expiration dates were requested but were not provided. The customer noticed leakage from the reagent probes. The field service engineer replaced the main water pump as well as the gear pump head. Comprehensive checks and tests were done successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. Example 1 initial probnp result was 221 ng/l and the repeat result was 473 ng/l. Example 2 initial folate result was 2.47 ng/ml and the repeat result was 9.85 ng/ml.